Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator generated an alarm relevant to oxygen not available. There was no patient connected to the device at the time of the event occurred.

Manufacturer narrative:
Date of report: 09/24/2018. (B)(4). Date of manufacturer: 04/13/2018. The device was evaluated by the field service engineer (fse) onsite and the reported condition was not duplicated. The product meets the specification. No product deficiency found.